Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01880 through 1221359-2022-01881.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 (B)(6) 2022. Repeat testing was performed with positive results.no additional patient information,including treatment and outcome,was provided. This MFR. Report addresses test two of two tests, lot number (m174659) quantity.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m174659 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m174659 and test base part number 190-430 / lot m174659. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m174659 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Reference MFR. Reports: 1221359-2022-01880 through 1221359-2022-01881.